Manufacturer narrative:
The reported problem was unable to be duplicated at zoll. During testing, two of the components on the cpu printed circuit board were found to be faulty. This would not have caused or contributed to the reported problem. After replacing the component, the device met all performance specs.

Event description:
Complainant alleged that the staff of the ICU department was attempting to defibrillate a 57 year old male pt which coronary artery disease. The complainant alleged that the device was taking too long to charge (joule setting unknown), and intermittently failed to discharge and power up. The staff then obtained another device which also had a problem (pd1200), please reference medwatch report number 1220908-1998-00239) to defibrillate the pt and eventually converted the pt to a normal sinus rhythm.